Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A CT the CT showed the aneurysm was 53 mm in diameter. Endoanchors were implanted. It was reported that there was aneurysm enlargement was noted. A CT showed the aneurysm was 73 mm in diameter. An MRI showed the aneurysm 70 mm in diameter. The physician determined the aneurysm enlargement was related to the stent graft. Additional information received reported that an intervention was performed. Another manufacturer¿s stent graft (44 x 34 x 150 mm) with scallop for the carotid artery and a brachiocephalic trunk (30 x 20 mm) was implanted during the intervention. The procedure was performed successfully with no adverse events related to the intervention.